Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was unknown/not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2012 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor. (B)(4) for iui damages.

Event description:
It was reported that an unknown issue occurred with the device. No additional information was provided. No patient involvement was noted.